Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the ok and contrast keypad buttons are intermittently unresponsive. The patient reportedly wears the pump on a belt and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons had intermittent response, requiring multiple presses to evoke a response. The ok button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.